Manufacturer narrative:
(B)(4) failure to open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2009 (pt age unk, however over 18 years). According to the complainant, as there was active bleeding due to ulcers formed in the duodenum, the doctor decided to use a resolution clip. After introducing it inside the body tts, and after positioning, the doctor wanted to fire it, but the clip didn't open at all. After trying for 3-4 times, the doctor used another resolution clip and the procedure was completed successfully. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.